Manufacturer narrative:
Clotting tests were performed and the results fell within normal ranges. No mfg or material deficiencies were noted. The cause of the procedural difficulties could not be determined.

Event description:
It was reported that during a coronary angioplasty there was no digital readout on the rebel catheter during the second inflation. No pt injury or complication occurred.